Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The unit failed the internal flow sensor verification test. As a result, the replacement of the machine flow sensor was necessary. The device log files were successfully downloaded and reviewed; no actionable error codes were identified. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The muffler assembly, particulate filter and air inlet foam filter required replacement due to preventive maintenance. Additional components were found contaminated and required replacement, including: the internal battery door, rear cover, vanity cover, base assembly, cooling fan assembly, blower bellows seal, blower mount, fan retainer, speaker housing, main housing, handle, fio2 receptacle, tubing system pca, tubing blower chassis, tubing fio2, and tubing low flow o2. The device was sent for testing and failed the active exhalation verification: difference test. The solenoid valve was found to have electrical damage (fio2). As a result, the replacement of the 3-way solenoid valve was necessary. The customer complaint was confirmed. Following rework, the unit passed all testing.